Event description:
A cracked or shattered touchscreen was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Although technical support offered to replace the pump, the caller declined the pump replacement.